Manufacturer narrative:
1 xzso-7-9 of was not available for return to cirl for evaluation. Image review: a kink was observed at the 4th porthole on the supplied customer image. Document review including IFU review: prior to distribution zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zso-7-9 device could not be completed as the lot number is unknown. As per the instructions for use, ifu0045-7, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ a definitive root cause cannot be determined from the available information. A possible cause may be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. According to customer testimony "all stents irrespective of make are flushed with water", this is not a step as per the IFU and could further impact the possibility of kinking. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Problem is that the zimmon stent tends to bend in one of the drain holes. See picture. I am not sure if they use the stent with out the black overtube following the stent, but I will investigate and take proper action. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Problem is that the zimmon stent tends to bend in one of the drain holes. I am not sure if they use the stent with out the black overtube following the stent, but I will investigate and take proper action. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿. No adverse effects to the patient have been reported as occurring.